Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that did not work. The following information was provided by the initial reporter: according to the customer's report, the blood control valve didn't work when inserting the catheter into a vessel.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used needle assembly that had been retracted, a package label from (B)(6), lot number 0164701, and two photos. The catheter/ adapter assembly was not returned; therefore observations and testing could not be performed. The reported defect could not be confirmed in the absence of the catheter/ adapter assembly. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that did not work. The following information was provided by the initial reporter: according to the customer's report, the blood control valve didn't work when inserting the catheter into a vessel.